Event description:
It was reported this filter did not appear to open completely following deployment via a jugular approach. Another filter was placed which also did not appear to open completely. The physician chose not to place a third filter. The physician indicated the shape of the cava may have contributed to this event. One delivery sys in the released position was rec'd evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for eval. No anomalies were noted with the delivery sys. It was indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier sys during the implant procedure was not performed. Co believes these factors, as well as the shape of the cava, may have contributed to this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval pateny and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release." Same case as MFR report # 6000036-1998-00080.

Manufacturer narrative:
Additional info received after initial medwatch report was filed revealed this terminal pt expired due to an unrelated pulmonary condition.